Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the left ventricle lead exhibited high pacing impedance and high capture threshold, which resulted failure to capture. Programming changes were made. The patient was in stable condition.